Manufacturer narrative:
Age at time of event: 70's.

Event description:
It was reported that a patient death occurred. An elective percutaneous coronary intervention (pci) was performed. The patient was placed on a heart pump for the entire procedure due to low left ventricular function and the complexity of the lesions. The lesions were mildly calcified and located in the 70-80% stenosed mid left circumflex (lcx) and the 70-80% stenosed, diffused right coronary artery (rca). The lesions were pre-dilated with balloons. A 3.5x20 synergy xd was implanted in the mid lcx and a 3.0x24 and 3.5x28 synergy xd was implanted in the rca. There were no issues implanting the stents. It was noted that while closing the access site at the groin, the closure device broke; it was rewired and the sheath was kept in. Sometime within a few hours post procedure, they were weaning off the heart pump and after it was removed, the patients pressure dropped. CPR was performed, but the patient passed away. The cause of death is unknown.